Manufacturer narrative:
Anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device was disposed; therefore, physical analysis cannot be performed. Based on the event description and additional information obtained, the exact root cause of the reported event cannot be determined. However, there is no indication that the reported event is related to product nonconformance or malfunction. Vessel perforation and intracerebral / intracranial hemorrhage are potential adverse events associated with guidewire usage in the neuro vasculature, and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a stenting intracranial stenosis procedure, the physician advanced the guidewire to the far distal end of the middle cerebral artery (mca). The physician was satisfied with guidewire access achieved and successfully deployed a stent in the mca. No clinical consequences were reported and angiography performed immediately post index procedure appeared normal. It was reported that a CT scan performed approximately 48 hours post the index procedure, revealed a subarachnoid hemorrhage around the left sylvian fissure. During review of the CT scan, the physician acknowledged that a small perforation may have occurred in the region that the guidewire was situated during the procedure. The physician also felt that a reperfusion, increased blood flow, in combination with the small perforation may have led to the collection of blood in the subarachnoid space. The patient was reported doing well and no neurological deficits have been observed.

Event description:
During a stenting intracranial stenosis procedure, the physician advanced the guidewire to the far distal end of the middle cerebral artery (mca). The physician was satisfied with guidewire access achieved and successfully deployed a stent in the mca. No clinical consequences were reported and angiography performed immediately post index procedure appeared normal. It was reported that a CT scan performed approximately 48 hours post the index procedure, revealed a subarachnoid hemorrhage around the left sylvian fissure. During review of the CT scan, the physician acknowledged that a small perforation may have occurred in the region that the guidewire was situated during the procedure. The physician also felt that a reperfusion, increased blood flow, in combination with the small perforation may have led to the collection of blood in the subarachnoid space. The patient was reported doing well and no neurological deficits have been observed.